Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received no motor movement or negligible movement and retries to free a stuck motor failed. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm and received request to rewind insulin pump. Customer also stated that not able to complete insulin pump rewind. Customer troubleshoot was performed. Customer was advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarm.